Manufacturer narrative:
Concomitant medical products: b. Braun 1000ml excel container, lot # j8c179, exp. 03/20. 0.15% potassium chloride in 0.9% sodium chloride injection and baxter 100ml container lot # p374991, exp. Feb20. Metronidazole 500mg per 100ml; b-braun v1921 secondary set; therapy date: (B)(6) 2018. The customer¿s report of an overinfusion was confirmed as a perceived overinfusion due to a check valve failure that allowed fluid to backflow from the secondary container into the primary container. Physical inspection showed the device was in fair condition with the instrument seal intact. Analysis of the pcu event log showed no obvious programming errors that would result in the reported event and there were no alarms prior to the user pausing and then channeling off either infusion. Functional testing indicated the deice was delivering fluid within specification. Visual inspection of the set showed no damage or any anomalies. Functional testing confirmed backflow from the secondary container into the primary container indicating a faulty check valve. The root cause of the customer¿s report of an overinfusion was identified as a perceived overinfusion due to a check valve failure.

Event description:
The customer reported that a secondary 50ml infusion of magnesium was to infuse at 25ml/hr over 2 hours, however it completed within 30 minutes. It was initially believed that the student nurse had programmed the pump incorrectly. A stat EKG was done, and telemetry and vital signs were monitored. Subsequently, the rn programmed a secondary infusion of metronidazole 500mg/100ml on the same patient to infuse within 1 hour; however it completed in 18 minutes. The patient complained of burning at the IV site and the rate was reduced to 75ml/hr. The primary infusion was 1000ml of 0.15% potassium chloride in 0.9% sodium chloride. There was no lasting harm.